Manufacturer narrative:
The valve was adjusted to all pressure levels using an adjustment tool under worst case conditions. The conditions of the complaint were not observed in the lab. The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leak test due to tears in the reservoir and proximal occluder. These tears are similar to damage that may be caused by puncture with a needle. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was repored that the valve was explanted, because it was not adjusting properly.